Event description:
Customer's mother reported reoccurring issues with the sensor. Stating it was not connecting correctly. Customer's mother does not recall blood glucose at the time of event. Current blood glucose was 47 mg/dl, treated with orange juice. Customer's mother declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.